Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for head-neck nonmalignant pain and spinal pain. It was reported that there was a loss of therapy and a loss of stimulation. The patient's device had not been working for a month and was able to get it working at their surgeon's office. The device stopped working again after 20 minutes and the patient stopped feeling stimulation. The patient tried to increase and decrease their stimulation but it didn't help. The patient was sitting in a chair when they stopped feeling stimulation the patient has headaches that are getting worse and notes his device was implanted to treat headaches. The healthcare professional interrogated the device, found out the device is off, and turned stimulation back on. The cause of the device not working is unknown. The patient denies turning the device off and the issue of the headaches getting worse and device not working is unresolved.